Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, undersensing due to a loss of capture was noted on the device. A software upgrade is anticipated at the next follow-up in clinic. The patient was stable with no consequences.